Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Customer questioning 2 double positive results on 2 different patients (both patients positive for flu b and sars). No confirmation testing was performed and symptomatic status is unknown. Through interview it was found the customer was not following product insert specifications for pipetting of the sample. Report 4 of 4 (sars 2).